Manufacturer narrative:
The reported event of extended charge time was verified and found to be due to an anomalous hv capacitor. There was arc damage inside the capacitor and the popping sounds that were reported were caused by the arcing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
Patient presented to the clinic and noted to have heard noise from the device. A vibrated alert for capacitor time reached limit was received. When capacitor maintenance was performed, the device emitted noise and popping sounds. The capacitor maintenance was attempted multiple times, and capacitor charge time limit has been reached was noted each time. Hence, the device was explanted and replaced.